Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Product requested, not yet received.

Event description:
During a procedure, it was found the suture needle was difficult to use; the surgeon reported the needle is hooking. It is unknown if this resulted in a delay in procedure. The procedure was completed with the same device.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Product was visually examined and did not have signs of excessive wear externally or abnormalities. A functional test was conducted with a bypass disposable nitinol from stock. There was little resistance from inserting the disposable nitinol and the ratchet bypass suture passer performed as intended, thus unconfirming the complaint. The same testing was repeated with two engineers with the same result of minimal resistance and device performing as intended. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. The device analysis indicated that the device met specification, therefore root cause of the reported event is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.